Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a pump stop due to full depletion of the external and internal batteries. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. The controller event log file contained events from 13oct2025 through 24oct2025. Following this last known timestamp, the file captured another 76 events at the default timestamp of 01jan2000. A pump stop was captured on (B)(6) 2025 to full depletion of the external 14 volt lithium-ion batteries, as well as the system controller¿s internal backup battery (refer to the system controller investigation). Prior to and following the pump stop, the pump functioned as intended at the set speed without issue. No other notable events or alarms were captured. The timeline of what the patient stated happened and the timeline of the interrogation did not match up. Multiple attempts were made to obtain additional information regarding the reported events; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including neurologic events (not stroke-related), that may be associated with the use of the heartmate 3 lvas. Section 2 ¿system operations¿ of the IFU states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 6 of the IFU, ¿patient care and management¿, lists neurological dysfunction as a potential late postimplant complication. Section 3 of the patient handbook, ¿powering the system¿, details how to check a battery's charge level, replacing low batteries with fully-charged batteries, and switching power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) after calling emergency medical services (ems) due to stumbling, jerking hands, and blurred vision. During left ventricular assist device (lvad) interrogation in the ICU, there were alerts that the system controller clock was not set and the backup battery needed to be replaced. The alarm interrogation showed that the patient's pump had shut off and lost complete power and restarted afterwards. The patient's timeline and the interrogation timeline did not match up. The patient stated he fell asleep at 9:00 am on (B)(6) 2025 and woke up at 11:30 am to their system controller alarming that the batteries were dead and that the pump was running prior to power source being changed at 11:30 am. The interrogation showed the pump stopped at 2:00 am on (B)(6) 2025 and regained power around 4:00 am on (B)(6) 2025. It was unclear how long the pump was off prior to restarting. The log files and images were submitted which indicated that the system functioned as intended with no motor speed interruptions until (B)(6) 2025. The patient performed a battery exchange to batteries that were at or near full charged at 2:44 am on (B)(6) 2025. Low power advisory, the low power hazard alarms and no external power alarms were present between 11:53 pm on (B)(6) 2025 and 2:09 am on (B)(6) 2025. The pump turned off on 4:06 am on (B)(6) 2025. It was unclear how long the pump was off before restarting. The pump speed was restored shortly after the system controller was reconnected to external power and the system controller clock corrupt alarm was present. The system controllers clock was defaulted to (B)(6) 2000 0:00:00 and the system controller clock time incremented up from there. The alarm silence button was not used on (B)(6) 2025 or (B)(6) 2025. The patient was later switched to power module power 3 hours after external power was restored, at which time emergency backup battery (ebb) circuit fault alarms were noted momentarily. The ebb alarm cleared after the ebb was retested by the system controller. The pump function may have resumed approximately 4.5 hours before the patient was connected to power module power.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.